Event description:
It was reported that a patient initially implanted in 2019 with capri and fixated with a uss fracture system, has recently been experiencing pain, three years post-operatively. It was also reported that the surgeon noticed a loss of the lordosis of the inferior endplate of the implant. Revision surgery has not been performed or scheduled at this time.

Manufacturer narrative:
Device remains implanted.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation. H3 other text : device remains implanted.

Event description:
A patient initially implanted in 2018 with a capri expandable corpectomy cage has recently been experiencing pain. The treating physician additionally reported "subsidence of cage, locking mechanism failure corpectomy cage." Revision surgery is not planned as the patient's pain is intermittent.